Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-611-4 impactor is chipped, an ar-9545-t15-02 shaft is twisted, and an ar-9625 driver is twisted. This was discovered during an unspecified time with no patient harm. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed. Upon visual inspection it was noted that the drive geometry was twisted. It was also noted that the drive geometry was broken. The broken pieces were not returned for investigation. Due to the condition of the tip, the dimensions could not be accurately assessed. The cause remains undetermined, however, a probable cause can be attributed to over-torqueing/over-engaging the driver with the screw head.